Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had stimulation in their left side abdomen. The patient fell 2 times within days of implant. The rep performed an impedance check which revealed that multiple impedances that were in the ¿do not use¿ range. The rep attempted to program around the impedance issues. The physician obtained x-rays and read the x-rays as unchanged as compared to the x-ray obtained at the time of the implant. It was unknown if the issue was resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the stimulation in the left abdomen and impedances in the 'do not use' was unknown if it was resolved. The further actions taken is that the patient will be seen again. No further complications were reported or anticipated.